Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor was not working. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the field service representative (fsr), he spoke with the user facility's biomedical engineer who stated that the issue was resolved, but with no further information.

Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.